Event description:
Reportedly, during the new system implantation on (B)(6) 2025, noise was detected on psa measurements for the vega r52 atrial lead. Changing the cable and psa did not resolve the issue. A new vega lead was used and the procedure was completed.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Based on the complaints database and previous similar events, the reported event may be related to lead positioning issues, which are not entirely unavoidable and can be influenced by various factors (e.g., patient physiology, physician¿s preferred implant site, etc.). However, since the lead was not returned for analysis, no conclusive statement on the root cause can be drawn. This case is retained for trending purposes.

Event description:
Reportedly, during the new system implantation on (B)(6) 2025, noise was detected on psa measurements for the vega r52 atrial lead. Changing the cable and psa did not resolve the issue. A new vega lead was used and the procedure was completed.